Manufacturer narrative:
(B)(4). This is report 2 of 5 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot numbers h12e31141 and h12g0905.. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with the dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient had peritonitis and on the same date, the patient was hospitalized for peritonitis. The cause of peritonitis was not reported. Treatment was not reported. The patient was still in the hospital at the time of this report. The patient had not yet recovered from this peritonitis event.